Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic left hemicolectomy. According to the reporter: in use, the abdomen was opened with a small wound and the device was set, then when insufflation of the abdominal cavity was done, the balloon was torn. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.